Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during removal of the clip delivery system (cds), the clip met resistance with the guide tip and the anatomy and resulted in venous injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to 1-2. A second clip delivery system (cds) was advanced to the mitral valve. Several leaflet grasping and repositioning maneuvers were made with the cds due to a high pressure gradient while grasping. It was determined that the gradient was too high; therefore, the decision was made to not implant the clip and remove the cds. After the clip was removed from the leaflet the pressure gradient returned to baseline. While retracting the cds, the clip became caught on the tip of the steerable guiding catheter (sgc). An attempt was made to free the clip from the sgc tip, but was unsuccessful. The clip was closed very tight and the sgc and cds were retracted together. During removal, resistance was noted in the vena cava between the clip arm and the anatomy. Slow retractions were made and the cds was able to be freed from the sgc but bleeding was then observed at the cava vein due to injury. The patient was confirmed to be stable and no other treatment was performed. The mr was reduced to 1-2 with the one clip implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported clip becoming caught on the steerable guiding catheter (sgc) soft tip, resulting in difficult removal, was likely a result of use technique/procedural conditions. The reported difficulty removing the device due to the clip becoming caught on the anatomy appears to be a secondary effect to the clip becoming caught on the soft tip. The reported patient effects were determined to be a result of procedural conditions, due to the clip becoming caught on the anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following information was received: the inferior vena cava perforation was treated with a 10cm surgical replacement of the vein. No additional information was provided.